Manufacturer narrative:
No consequences to the patient were reported. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Without additional information or imaging we are unable to determine the cause of the endoleak or how the device contributed to the event. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type IV endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. It is also possible that there was a type iii. The endoleak was resolved after placement of another manufacturer's endograft. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair. After coil-embolization in right internal iliac artery, an iliac leg was landed in external iliac artery (access route: 8mm). The procedure was conducted as labeled except for conducting main body proximal deployment before contralateral (left in this case) iliac wire guide placement. The final confirmatory angiography showed endoleak, and the physician suspected type iii endoleak at junction part of the right iliac leg. Another touch-up by other manufacturer's pta balloon was attempted for further sealing, then the endoleak was confirmed as a type IV endoleak. An iliac leg graft was about to be additionally placed inward of the existing iliac leg, but because the delivery system could not be advanced, other manufacturer's iliac leg was placed and the procedure was completed. Then, the endoleak was solved. There have been no adverse effects to the patient reported. However, there is a possibility of aneurysm expansion.